Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) incomplete the expiration date is not currently available. Investigation summary the complaint device was received and inspected. The complaint of the device being damaged upon receipt cannot be confirmed. However, the handle of the device was found to be broken. The plastic sleeve of the device was deformed and there was debris within the needle of the device, therefore suggesting that the device had been previously used. It was observed that the handle of the device was loose, and appeared to be detached from the internal firing mechanism. It was also observed that the first implant was still inside the needle. It is possible that the surgeon did not insert the needle far enough into the tissue, therefore causing the implant to become stuck on the surface of the tissue. When this occurs and the user continues to pull the trigger, stress can cause the trigger to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during meniscus surgery, it was observed that the trigger on the truespan 24 degree peek device was broken that it was not possible to insert the anchor with it. The surgery was completed successfully by using another one without a delay. There was no adverse consequence to the patient. It was brand new and the first use when the issue occurred. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.